Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip of the inserter has fractured. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the g7 inner locking piece for the straight shell inserter handle broke. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 visual examination of the returned product identified the threaded tip to be fractured. A portion of the face remains intact. The large hex connector is gouged and dinged. Wear rings are scuffed around the shaft. Scratching is present up and down the shaft. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.